Manufacturer narrative:
A1: patient identifier: (B)(6). B5 describe event or problem - updated.

Event description:
Respond edge study it was reported that left bundle branch block(lbbb) and 1st degree atrioventricular(av) block occurred. Procedure summary: prior to the index procedure, heparin or another anticoagulant was given and the subject was on a prior regiment of aspirin and other antiplatelet medications at the time of index procedure. A lotus introducer sheath was placed, and the native aortic valve was treated with balloon valvuloplasty according to the directions for use. No conduction disturbances were noted post balloon valvuloplasty. The aortic valve was then treated with deployment of a 27 mm lotus edge valve which was implanted successfully into the proper anatomical location. On the same day of the index procedure, during the procedure, the subject was noted to have left bundle branch block and first-degree av block. No diagnostic procedure was performed for the event. The event led to prolongation of hospitalization. At the time of reporting the event was considered recovering. The patient was discharged home on aspirin and other antiplatelets the following day. It was further reported that the event of 1st degree atrioventricular(av) block has been withdrawn as the patient had pre-existing first degree av block. Two days post index procedure, the patient experienced dizziness. No diagnostic was performed and no action was taken for the event. At the time of reporting the event was considered not recovered.

Manufacturer narrative:
Patient identifier: (B)(6).

Event description:
(B)(6) study. It was reported that left bundle branch block(lbbb) and 1st degree atrioventricular(av) block occurred. Procedure summary: prior to the index procedure, heparin or another anticoagulant was given and the subject was on a prior regiment of aspirin and other antiplatelet medications at the time of index procedure. A lotus introducer sheath was placed, and the native aortic valve was treated with balloon valvuloplasty according to the directions for use. No conduction disturbances were noted post balloon valvuloplasty. The aortic valve was then treated with deployment of a 27 mm lotus edge valve which was implanted successfully into the proper anatomical location. On the same day of the index procedure, during the procedure, the subject was noted to have left bundle branch block and first-degree av block. No diagnostic procedure was performed for the event. The event led to prolongation of hospitalization. At the time of reporting the event was considered recovering. The patient was discharged home on aspirin and other antiplatelets the following day.